Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient had a pump failure. No symptoms were reported and no further complications were reported.